Manufacturer narrative:
Batch review performed on 05 november 2020: lot 2000166: (B)(4) items manufactured and released on 07-apr-2020. Expiration date: 2025-03-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 2 similar events reported. Additional item involved in the event: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 1905634. Batch review performed on 26 november 2020: lot 1905634: (B)(4) items manufactured and released on 01-oct-2019. Expiration date: 2024-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported on the same lot.

Event description:
The patient came in, 2 months after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.